Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23354. It was reported, the patient lost weight due to unrelated health issues. As a result, the patient is experiencing pain with his scs system. It was also reported due to the patient's health issues, he discontinued the use of his system. On (B)(6) 2015, during an attempt to explant the patient's scs system, the patient developed complications from the anesthesia. Therefore, the physician abandoned the procedure. No devices were explanted from the patient.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.